Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical dept with an unsigned note that stated, "stopped infusing after 2 hours, pt did not get med for 22 hours" no tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided including if therapy was completed using the same device or a replacement device.

Manufacturer narrative:
The device has been received. Investigation is not complete. The history was downloaded at the svc ctr. A review of the history on (B)(6) 2012 at 1400, the device was programmed for ml/hr delivery only, at a rate of 21 ml/hr, a vtbi (volume to be infused) of 504 ml, and the device was powered off. Between 1418 and 1611, the device was powered on 3 times and off 2 times. At 1612, the delivery was started. At 1815, a 12/00/008 (stuck key) alarm occurred. Between 1212 and 1217, a new date stamp occurred, the device was powered on using batteries, a check cassette alarm occurred and a cassette was inserted. Between 1311 and 1358, the device was powered off and on, a start alarm occurred, the delivery was started and stopped. Between 1401 and 1406, a 448 ml/hr rate was programmed, a start alarm occurred and the delivery was started. Between 1432 and 1435, a low battery alarm occurred, the delivery was stopped, a power loss alarm occurred, the device was powered on, the delivery was started. At 1508, an empty container alarm occurred, kvo delivery began, the delivery was stopped. Between 1509 and 1513, the device was powered off and on, the program, shift and history were cleared and the device was powered off. Between 1522 and 1523, the device was powered on and off. This report represents all the info known by the reporter upon query by hospira personnel.